Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. Further testing revealed the insertion stator was faulty. Root cause of this failure is attributed to component failure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, there was an error 32098 on the universal surgical manipulator (usm) while docking. The site undocked, power cycled, and performed an emergency power off (epo) of the patient side cart (psc). The system faulted at startup. The site disabled the usm and pushed it out of the way. The procedure was completed with no reported injury.